Event description:
It was reported that the patient was getting codes on the patient programmer. They first saw code 511 then they removed he batteries on the patient programmer and replaced them, then rebooted and reset the programmer and saw code 574 along with a high power simulation surges three times the day of the report when therapy was on. Additional information was received indicating that the patient may have been seen by the manufacturer representative but the physician had not seen the patient since (B)(6) 2014 and at the time the patient had 100% pain relief with greater than 1 year battery life. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).